Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 500 mg/dl and 400 mg/dl and dropping to 40 mg/dl. It was unknown that auto mode was used or not. The insulin pump will not be returned for analysis.